Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable, and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure; the device has poor image quality due to faulty ccd (charged coupled device). A definitive root cause could not be identified for puncture on cable and failed leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device showed a poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.